Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Manufacturing investigation evaluation: a review of specified manufacturing and inspection requirements and acceptance criteria found no dimensional, visual, material, or functional features relevant to the complaint condition reported as ¿adverse event: no reported product problem.¿ no fault detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the fall of the veptr hook occurred. Following the previous surgery to carry out the replacement of the veptr implant, the patient started complaining of pains post-operatively. Although the pain totally disappeared later by the time when the patient had visited the hospital afterwards, it transpired that the lamina hook had been migrating to the l4 area from the l3. The surgeon has surmised that the hook had fallen because of undue physical stress of veptr. Allegedly, the patient is not in pain currently after having experienced unknown pains for about 3 consecutive days. Another revision is due to take place on (B)(6) in 2015, in an attempt to perform screw fixation after removing the hook on the lumber vertebra side. The dislocated hook seems to have migrated to somewhere between the bones, but fortunately now the patient is in stable condition. Even so, the patient is still under close observation for the upcoming surgery. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record(s) of the reported product lot, sub-components, and raw material from which it was produced showed that there were no nonconformities reported for the raw material or during the manufacture of the reported product lot that would contribute to the complaint condition reported as adverse event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.